Event description:
It was reported that the asymptomatic patient presented in the clinic for a follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. It was noted that the device was exposed to therapeutic radiation. After a device software download, normal function resumed.